Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device jhm963 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the procedure, at the time of handling it, the suture broke. Another like suture was used. There were no patient consequences reported.